Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not populating. A technical support specialist analyzed the affected patient scenario (visit ID ending in 717) and found that the medstation used utc time for filtering, causing the patient to be considered ¿future admitted¿ until after discharge because the admit time in utc was set to 2025-10-15 03:28:00.0000000; the ER station¿s ¿preadmission lead hours¿ was set to 0, unlike other stations set to 72 hours, and the customer was advised to change this setting and monitor if the issue reoccurred. The customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient account was not showing on the station and nurse had to create a temporary account to override the medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient account was not showing on the station and nurse had to create a temporary account to override the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.